Manufacturer narrative:
The reported issue was verified during analysis at the medtronic service depot. The level sensor was not indicating the presence of water causing a non-recoverable add water alert on the display. The issue was resolved by replacing the level sensor. Post repair testing confirmed that the device met specifications medtronic's investigation has determined that the hospital uses tap water to generate ice and bleach in their cleaning protocol for the bio cal. This is not in accordance with what is identified in the operator¿s manual.

Event description:
Medtronic received information that during use the bio cal instrument did not operate as expected. A non-recoverable add water alert was displayed when water was already present in the instrument. There were no adverse patient effect reported. The product was returned to the medtronic service depot for analysis. Additional information was later received indicating that the ice used in the instrument is generated from tap water. In addition, bleach is recirculated in the instrument as part of the customer¿s cleaning protocol. Per the bio cal operator's manual, corrosive agents and tap water should not be used with the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.